Event description:
It was reported that a screw inserter and a screw broke during a procedure. Patient retained the shaft of the screw. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Additional part involved in eventpart no. Lot no. Description14-500185 pr60b multiaxial screw inserter